Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens of diopter -10.5 into the patient's left eye (os) on (B)(4) 2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.